Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h6. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is: cause not established. Which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during an emergency endoscopic retrograde cholangiopancreatography (ercp) lithotripsy, the four metal wires of the retrieval basket broke approximately in the middle of the instrument. The torn end of the basket was sticking out of the patient¿s mouth, and the basket was stuck in the bile duct with the stone. An ehl (electrohydraulic lithotripsy) probe was used to break up the stone in the basket, and the basket was then removed by hand. The procedure was delayed by 45 minutes and was completed using a backup device. The patient was discharged without any complaints. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.